Event description:
The device was used during a lavh procedure. Reportedly, the jaws of the device would not open when the instrument was introduced into the pt's cavity. The hospital staff opened the jaws following the surgery. The hospital reported no pt injury occurred.

Manufacturer narrative:
8/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.